Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on 06/04/2021. Signs of clinical use and slight evidence of blood was observed on the jaws as well as on the heater wire. The heater wire was observed to be completely flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed on the silicone insulation. Based on the photographic inspection, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scissors tip kind of fell apart. Nothing broke apart and harmed patient. Heater wire was loose and the pa noticed it was malfunctioning so they opened another device to finish the case. No injury was noticed at the moment. Photo of loose heater wire were provided .